Event description:
It was reported to resmed that an astral device continued to alarm while the device was powered off. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an evaluation. Review of the device data logs revealed battery inoperable alarms and multiple safety reset alarms. The battery inoperable alarms could not be reproduced. The device software was updated and internal battery replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device continued to alarm while the device was powered off. There was no patient harm or serious injury reported as a result of this incident.